Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt intermittently failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the intermittent open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt for an unrelated reason. During servicing, the electrode belt intermittently failed incoming functionality testing.